Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with wireless telemetry. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) cardioverter resynchronization therapy (crt) had a loss of telemetry c (loss of wireless). The telemetry c was disabled due to a communication failure between the telemetry c module (rfm module) and the primary microprocessor of the device. It was subsequently reported the patient died with unknown cause of death.